Event description:
Kimberly-clark received a report stating " the peg was placed on (B)(6) 2010, and the mushroom tip disconnected when the patient came back for removal. In this instance, the physician used a scope to retrieve the tip." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We were unable to review the device history record as a lot number was not provided. The device was not returned to kimberly-clark for evaluation. Directions for use provided with each product states "if the tube cannot be removed with a reasonable amount of traction, it should be removed by endoscopic retrieval." Review of recent complaint history for this failure mode did not identify any trend. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by customer.